Event description:
The customer reported an uncontained leak of diluent of approximately one (1) ml coming from the wash collar of the unicel dxh 800 coulter cellular analysis system. There were no reports of injuries, erroneous results, direct physical contact with the leak or change to patient treatment in connection with this event. The customer was wearing personal protective equipment consisting of gloves, eyeglasses, and laboratory coat when the leak occurred. A beckman coulter (bec) field service engineer (fse) was sent to the customer's facility to evaluate the analyzer.

Manufacturer narrative:
The field service engineer (fse) found that the probe wash block was not returning to home position. The fse replaced the broken return spring for the wash block which resolved the issue. (B)(4).